Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Testing was performed with a test rotawire, as the rotawire used during the procedure was not returned for analysis. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. During testing, when the rotapro advancer was connected to the rotapro console and the knob switch (ablation button) was pressed, the brake activated and held the rotawire in place with no issues.

Event description:
It was reported that the burr pushed the wire forward and the entire system to dislodge. The 84% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 1.75mm rotapro and rotawire drive were selected for use. During the procedure, when the burr entered the guiding port, it pushed the wire forward and the entire system dislodged. The devices were removed simultaneously throughout the system. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the burr pushed the wire forward and the entire system to dislodge. The 84% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 1.75mm rotapro and rotawire drive were selected for use. During the procedure, when the burr entered the guiding port, it pushed the wire forward and the entire system dislodged. The devices were removed simultaneously throughout the system. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.